Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aui stent graft system was implanted for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician implanted the stent graft. A type ia endoleak was observed. The physician believes it was due to patient anatomy, (short, calcified neck). No additional clinical sequelae were reported and the patient will be monitored.